Event description:
It was reported that the ht70 ventilator would not power on. There was no patient involvement at the time of the reported condition. Additional information received on 6-2-2017 "received with dead batteries, power pack and emergency battery. Plugged unit in external power led came on, tried turning on just one click backlight and breath indicator led came on nothing else happened."

Manufacturer narrative:
Event description and added the repair information per completion of investigation. Corrected report source to user facility. Corrected manufacturer name. Updated evaluation codes per completion of investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator would not power on. There was no patient involvement at the time of the reported condition. The unit was returned to medtronic/covidien for evaluation and repairs. An investigation was performed on the unit and the reported condition could not be confirmed. The unit was processed per service instructions and the unit passed all testing and operated within the manufacturing specifications.